Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000183 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000913 (lot: -); product type: brand name ; product ID bi71000574 (lot: -); product type: 2560-mnav - o-arm system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G04035 corresponds to concomitant product bi71000183 that comprises the reported event. G0 200401 corresponds to concomitant product bi71000574 that comprises the reported event. G02004 corresponds to concomitant product bi71000913 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when doing a fluro calibration, the system continued terminating the scan early. No patient was present. Troubleshooting information was provided. The medtronic representative (rep) reported the first and second spin succeeded, however, they were unable to get a third spin. The rep switched out for the footswitch and handswitch multiple times. The issue was unresolved. The rep rebooted the system and started over. The issue was unresolved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000224. Product ID: bi71000222, UDI#:- h3: the system was serviced in the field, and the medtronic representative (rep) inspected the system logs and encountered a generat or can error. They performed multiple 3d spins, which were successful initially. However, when attempting to connect the navigation system and calibrate, early terminations occurred during the 3d spins, leading to multiple spin failures. The system was restarted, and additional 3d spins were performed, but the early termination issue persisted. Voltages on the supply board were checked and found to be within proper ranges. The system was powered down, and the ribbon cable between the generator control board and the analog interface board was reseated. Firmware was reloaded, but the early termination issue continued. The system control board and the cable from the analog control board to the system control board were replaced, and the firmware was reloaded, yet the early termination problem persisted. The rep performed multiple 3d spins again, which were successful initially, but the issue of early termination recurred intermittently. Despite multiple spin failures and system restarts, the voltages on ps1 and the supply board were all within specification. The system was powered down, and the ribbon cable between the generator control board and the analog interface board was reseated again. Firmware was reloaded to the system control board, but the early termination issue persisted. After consulting with a level 5 field service engineer (fse), the rep returned to the site, replaced the system control board and the cable from the analog control board to the system control board, and reloaded the firmware. Log reviews showed the error "generator interface status event: generator interface error. Expose sync not ok (errornumber=8)" each time a spin terminated early. The early termination issue was not resolved, so the original system control board was reinstalled. The rep then consulted with an imaging system product support specialist and returned to the site to inspect and reseat the barrel connector on the detector. All cables on the detector interface were reseated, and the washers were removed from the jack screws on j1 and j4 of the detector interface. Despite these efforts, the early termination issue still occurred. After further consultation with specialist, the generator interface was replaced. The system was tested and successfully completed 25 spins, both standard and hd, without any early terminations. Logs were reviewed to verify that the error was not present. The system checkout was completed, and the system is now fully functional. Codes b01, c02, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G04060 corresponds to concomitant product: bi71000224 that comprises the reported event. G04035 corresponds to concomitant product: bi71000222 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.